Event description:
It was reported that the lancet protrudes beyond the end cap of the device. The patient reported that the lancet remained in her finger but there was no allegation that the lancet broke off.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - the manufacturing site address information was added in section g1.